Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failure on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated its operating system, which closed the app. The reported event of a failure is reportable based on the finding of unexpected cgm app shut-off. No injury or medical intervention was reported.